Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage//device breakage'), device dislocation ('migration/migration of essure device location of device: no wire left tube: small portion/ of coiled wire in right') and salpingitis ('chronic salpingitis') in a 36-year-old female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "balloon hydrothermal ablation, essure sterilization" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menometrorrhagia, hydrosalpinx, nephrolithiasis and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pelvic pain"), anxiety ("psych injury/mental anguish") and depression ("psych injury/depression"). On (B)(6) 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion ("2coiled segments of wire are noted in the anterior uterus"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems:") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with docusate sodium (colace), ibuprofen, loratadine (lortab), oxycodone hydrochloride;paracetamol (percocet), promethazine and surgery (hysterectomy with b/l salpingectomy, unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device breakage, device dislocation, salpingitis, device expulsion, menorrhagia, anxiety, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain, vaginal discharge, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in summons, on or about (B)(6) 2005, (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, breakage, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: urine hcg negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on an unknown date: there are bilateral metallic stents within the proximal portion and interstitial portion of the fallopian tubes. However, both right and left fallopian tubes are distended, left greater than right with the right side measuring approximately 6 mm in diameter. The left approximately 15 mm ending in what appears to be sacto salpinx; on an unknown date: consistent with bilateral hydrosalpinx, left>right. Left measuring 1.5-2.0 cm in greatest diameter, right measuring 0.6-1.0 cm in greatest diameter. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as partial device expulsion, device breakage, salpingitis. Concerning injuries reported in this case the following ones were described in patient medical records salpingitis. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcome of vaginal discharge was updated from unknown to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems:") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery ((hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device breakage, device dislocation, psychological trauma and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted: in summons, on or about (B)(6) 2005, (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, breakage, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case becomes an incident. New events added: abdominal pain, breakage, migration, psych injury, vaginal discharge. Outcome of the events pelvic pain, abdominal pain, vaginal discharge were updated to recovered/resolved. Reporter's information was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage//device breakage'), device dislocation ('migration/migration of essure device location of device: no wire left tube: small portion/ of coiled wire in right') and salpingitis ('chronic salpingitis') in a 36-year-old female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "balloon hydrothermal ablation, essure sterilization" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menometrorrhagia, hydrosalpinx, nephrolithiasis and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pelvic pain"), anxiety ("psych injury/mental anguish") and depression ("psych injury/depression"). On (B)(6) 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion ("2coiled segments of wire are noted in the anterior uterus"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems:") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with docusate sodium (colace), ibuprofen, loratadine (lortab), oxycodone hydrochloride;paracetamol (percocet), promethazine and surgery ((hysterectomy (full), hysterectomy with b/l salpingectomy, unilateral salpingo-oophorectomy and hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device breakage, device dislocation, salpingitis, device expulsion, menorrhagia, anxiety, vaginal discharge, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in summons, on or about (B)(6) 2005, (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, breakage, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: urine hcg negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on an unknown date: there are bilateral metallic stents within the proximal portion and interstitial portion of the fallopian tubes. However, both right and left fallopian tubes are distended, left greater than right with the right side measuring approximately 6 mm in diameter. The left approximately 15 mm ending in what appears to be sacto salpinx; on an unknown date: consistent with bilateral hydrosalpinx, left>right. Left measuring 1.5-2.0 cm in greatest diameter, right measuring 0.6-1.0 cm in greatest diameter.. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as partial device expulsion, device breakage, salpingitis. Concerning injuries reported in this case the following ones were described in patient medical records salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage//device breakage'), device dislocation ('migration/migration of essure device location of device: no wire left tube: small portion/ of coiled wire in right') and salpingitis ('chronic salpingitis') in a 36-year-old female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "balloon hydrothermal ablation, essure sterilization" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menometrorrhagia, hydrosalpinx, nephrolithiasis and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pelvic pain"), anxiety ("psych injury/mental anguish") and depression ("psych injury/depression"). On (B)(6) 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion ("2coiled segments of wire are noted in the anterior uterus"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems:") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with docusate sodium (colace), ibuprofen, loratadine (lortab), oxycodone hydrochloride;paracetamol (percocet), promethazine and surgery ((hysterectomy (full), hysterectomy with b/l salpingectomy, unilateral salpingo-oophorectomy and hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device breakage, device dislocation, salpingitis, device expulsion, menorrhagia, anxiety, vaginal discharge, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: in summons, on or about (B)(6) 2005, (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, breakage, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: urine hcg negative. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on an unknown date: there are bilateral metallic stents within the proximal portion and interstitial portion of the fallopian tubes. However, both right and left fallopian tubes are distended, left greater than right with the right side measuring approximately 6 mm in diameter. The left approximately 15 mm ending in what appears to be sacto salpinx; on an unknown date: consistent with bilateral hydrosalpinx, left>right. Left measuring 1.5-2.0 cm in greatest diameter, right measuring 0.6-1.0 cm in greatest diameter.. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as partial device expulsion, device breakage, salpingitis. Concerning injuries reported in this case the following ones were described in patient medical records salpingitis. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and mr received: event chronic salpingitis, balloon hydrothermal ablation, essure sterilization, plaintiff did not undergo confirmation test, abnormal bleeding (vaginal, menorrhagia added. Event psych injury pt was updated with depression and mental anguish. Medical history, lot number, lab data, treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems:") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery ((hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device breakage, device dislocation, psychological trauma and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted: in summons, on or about (B)(6) 2005, (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, breakage, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. On 23-sep-2019: coding request. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report